Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that an infusor leaked before being used on the patient. There was no patient involvement. Additional information was requested and is not available.